Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray indicated the right atrial (ra) lead had dislodged. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that before the chest xray was taken the patient was referred to hospital for shortness of breath, abdominal pain and abnormal liver values. It was determined the patient experienced worsening heart failure.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the following issues were also noted on the ra lead: no capture, poor sensing and high thresholds. The lead was explanted and replaced.